Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "liquid between the 2 capsules".

Event description:
Healthcare professional reported, left side rupture. Echogenic images in "snow storm", "sagging folds inside" and "liquid between the 2 capsules". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Seroma-late: unable to observe. Crease/folding of implant: no observed creases. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture, echogenic images in "snow storm", "sagging folds inside" and "liquid between the 2 capsules". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe. Crease/folding of implant: creases are observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, echogenic images in "snow storm", "sagging folds inside" and "liquid between the 2 capsules". Device has been explanted and replaced with a non-abbvie device.